Event description:
It was reported that this right ventricular (rv) lead exhibited poor r-waves. This right atrial (ra) lead triggered an alert for low intrinsic and exhibited low out-of-range pace impedance measurements less than 200 ohms. These leads remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).